Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's central apnea was exacerbated by vns stimulation. The physician reduced the pulse width and frequency to help with the apnea. It was unknown when the stimulation started exacerbating the apnea or if the patient had central apnea prior to receiving vns stimulation. No further relevant information has been received to date.

Event description:
Diagnostics were within normal limits, indicating proper device functionality. No further relevant information has been received to date.